Event description:
Nurse (B)(6) informed that a piece of the plastic part of the instrument is broken. (B)(6) will inform more about this case.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.